Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following: it was reported by customer that the rn clamped both spikes and roller clamp and proceeded to prime tubing with blood, blood started leaking out the other clamped unused spike.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The customer provided related both lot numbers: 24095303 and 24115115. A device history record review for material#: 2477-0007 and lot#: 24095303 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material#: 2477-0007 and lot#: 24115115 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 2477-0007, batch#: 24095303, 24115115. It was reported by customer that the rn clamped both spikes and roller clamp and proceeded to prime tubing with blood, blood started leaking out the other clamped unused spike. Rcc received a complaint via email. The rn clamped both spikes and roller clamp and proceeded to prime tubing with blood, blood started leaking out the other clamped unused spike. Item#: 2477-0007. Customer response on (B)(6) 2025. Thank you for following up. Please see responses below for lot: 24095303. I haven't received a response from the department regarding lot: 24115115. I followed up again and will let you know what I hear. Could you please provide the exact date of the event in the format (mm-dd-yyyy) for both lot: 24095303 and 24115115? For lot: 24095303, the exact date of the event was on january, 23 2025. Still pending a response for lot: 24115115. It was mentioned as "quantity affected: 10 each." Could you confirm the number of affected units for each lot: (24095303 and 24115115)? For lot: 24095303, the quantity affected is 1 each. Still pending a response for lot: 24115115. Customer response on (B)(6) 2025. Could you please provide the exact date of the event in the format (mm-dd-yyyy) for both lot: 24095303 and 24115115? For lot: 24095303, the exact date of the event was on january, 23 2025. For lot: 24115115, the exact date of the event was 02-07-2025. It was mentioned as "quantity affected: 10 each." Could you confirm the number of affected units for each lot: (24095303 and 24115115)? For lot: 24095303, the quantity affected is 1 each. For lot: 24115115, the quantity affected is 1 each.